Manufacturer narrative:
B5 : additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that when the stim was lowered to 1.0 later in the case, the threshold was set to 150. The surgeon felt positive response occurred when stimulating muscle not nerve. Also, during stimulation of nerve, surgeon felt muscle movement but negative response on the nim.

Manufacturer narrative:
Product ID: nim4cm01, serial/lot #: (B)(6) : h3: analysis of the device was completed and concluded that the console device was received with bent knob on eic pcb. During self-test procedure, crm failure noticed. The console device continuously failed software upload due to crm failure, replaced carrier pcb. Exposed wiring was also noticed for the antenna on the bluetooth card. H6: codes updated. Previously applied codes fdm b21, fdr c21, fdc d16 and img g02030 codes are no longer applicable and fdm b01, fdr c02 / c070601 , fdc d01 and img g02001 / g04079 codes are now applicable. Product ID: nim4cpb1, serial/lot #: (B)(6) : h3 : analysis of the device was completed and concluded that no fault was found with the device. H6: codes updated. Previously applied codes fdm b21, fdr c21 and fdc d16 codes are no longer applicable and fdm b01, fdr c19 , fdc d01 codes are now applicable. Product ID: nim4cpb1, serial/lot #:(B)(6) : h3 : analysis of the device was completed and concluded that no fault was found with the device. H6: codes updated. Previously applied codes fdm b21, fdr c21 and fdc d16 codes are no longer applicable and fdm b01, fdr c19 , fdc d01 codes are now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid procedure, the doctor is not trusting the readings while using the nim vital. Doctor believes he is getting false positive and false negative readings. Doctor is using stim device to stimulate nerve early in the case with stim setting at 2.0 and 150 or 200 threshold. Positive indication reading at approximately 200mv. Later in case with nerve exposed doctor is stimulating nerve and muscle with stim setting at 1.0 and feeling the muscle twitch but the reading on the nim vital is approximately upper 200-300 mv. Doctor did mention that the patient did experience some potential nerve damage during the surgery but was not certain if the cause was associated with the nim or due to surgical complications of the procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, lot #: 229058596, UDI#: (B)(4) h6: fdm-b17 fdr-c20 fdc-d16 and img g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 : analysis results were not available as of the date of this report. A follow-up report will be submitted once analysis gets completed. H6: codes updated. Prevously applied codes fdm b17 and fdr c20 no longer applicable. D10 : other relevant device(s) are: product ID: nim4cpb1, serial/lot #: p2410021 / 229058596 product ID: nim4cpb1, serial/lot #: p2410206 / 229080458 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.